Event description:
The customer reported discrepant platelet results, for one patient, involving the coulter act diff 12 analyzer. The customer stated platelet results did not correlate upon recheck. The erroneous results were not released out of the laboratory. The customer-supplied data indicate initial run had low white blood cell (wbc), platelet (plt) and elevated red blood cell (rbc), hemoglobin (hgb), and hematocrit (hct) compared to the reanalyzed results. The initial low platelet result had instrument generated flag - the two repeat results correlated. The customer also indicates multiple patient samples were affected by the issue. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) checked the red blood cell (rbc) bath and plate (plt) count pathway, and fittings on the diluent filters. The fse verified reproducibility and system operation and controls. The unit conformed to the manufacturer's published performance specifications. A definitive cause of the event is unknown.